Event description:
The port had two holes at the end of the catheter. This was noticed during insertion.

Manufacturer narrative:
The device history review showed no related component or manufacturing problems and one prior product complaint of similar nature. This complaint was recorded as inconclusive due to no sample returned for evaluation.